Manufacturer narrative:
(B)(4). The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with an acute myocardial infarction in an unspecified artery. An unknown xience was implanted for treatment. The patient was compliant with dual antiplatelet drug therapy (dapt) before the procedure, but after the procedure cancer was confirmed. Therefore, aspirin dosing was stopped. Angiography was done on (B)(6) 2018 which identified in-stent thrombosis. Type of treatment was not specified. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI) is unknown because the lot and part numbers were not provided. Correction: brand name. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part numbers were not provided. The reported patient effect of thrombosis is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, it was reported that the device was a xience alpine.